Event description:
The initial reporter stated they received discrepant results for six patient samples tested with the na electrode on a cobas integra 400 plus analyzer. Patient sample 1: on (B)(6) 2022 (04:01:07), the sample initially resulted in a na value of 148.745 mmol/l and repeated as 154.2 mmol/l. Patient sample 2: on (B)(6) 2022 (04:08:52), the sample initially resulted in a na value of 133.615 mmol/l and repeated as 138.7 mmol/l. Patient sample 3: on (B)(6) 2022 (04:34:22), the sample initially resulted in a na value of 134.603 mmol/l and repeated as 139.8 mmol/l. Patient sample 4: on (B)(6) 2022 (04:41:37), the sample initially resulted in a na value of 134.331 mmol/l and repeated as 139.8 mmol/l. Patient sample 5: on (B)(6) 2022 (04:43:30), the sample initially resulted in a na value of 144.888 mmol/l and repeated as 149.9 mmol/l. Patient sample 6: on (B)(6) 2022 (05:13:38), the sample initially resulted in a na value of 132.775 mmol/l. And repeated as 138.3 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Calibration and quality control data were acceptable. The customer changed the sodium electrode before the expiration date and the ise solutions in order to improve the results. A partly squeezed tubing from the waste pump was found but could not be related to the questionable na results as calibration and quality control data were acceptable and no other ise parameters were involved. The field service engineer replaced the sodium electrode and ise solutions for the second time and all other electrodes and the ise tubing without resolving the issue. After performing various maintenance actions and replacing the sodium electrode for a third time, the situation at the customer¿s site improved. It was further confirmed that the ise solutions were not handled properly by the customer and lost their stability. After service, no further issues were reported by the customer, and the instrument was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.